Event description:
The dialyzer was set up, primed and treatment was inititaed. After initiation of dialysis, it was noted that dialysate was leaking from dialyzer. Closer inspection revealed a crack in the dialyzer housing. The dialyzer was changed-out and a prophylactic dose of antibiotic was administered. The reported blood loss was estimated at 100-150 ml. This was the sixth use of the dialyzer.